Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation.

Manufacturer narrative:
Conclusion: based on information received from the field and investigation results, it is not possible to confirm a root cause for the reported problem. The device was not received complete, a part of the conductive link and the floating mass transducer are missing. Damages found during investigation are most likely related to the removal surgery. The available parts appear otherwise intact. This is a final report.

Event description:
The explanted device was received for investigation.